Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that the malfunction was due to keyboard failure. A field service engineer reseated and cleaned the dust off of the usb dock in the electronics drawer. The station was powered on into hta, and each key on the keyboard was tested. The keyboard exhibited functionality issues. After rebooting, the engineer signed in without encountering any additional problems. Preventative maintenance was performed on the device. The system functioned as intended after the field service engineer troubleshooted the device.

Event description:
It was reported when using the pyxis medstation es system keyboard was not functioning correctly. The customer reported that the malfunction prevented users from typing anything, causing a delay in accessing the medication for the patient. There were no adverse events or injuries reported based on this incident.